Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not getting pain relief from their stimulator and that they were getting an MRI to 'see if that's the problem.' It was noted that the patient met with a rep and hcp a week prior to the report and that they checked the device and made some adjustments. Additional information received from the patient reported that their pain has increased significantly since implant. Additional information was received from a manufacturer representative reporting that during a requested programming session a high impedance >10,0000 was noticed. The patient reported a recent fall. The patient was reprogrammed and it was noted that the issue was resolved without surgical intervention. No further complications were reported.